Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain(severe and persistent burning sensation)"), genital haemorrhage ("extremely heavy clotting/blood clot made worse by essure") and rectal haemorrhage ("rectal bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following her essure placement procedure" and device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2006.), pre-eclampsia, genital bleeding, menarche (at age 9) and dysmenorrhea. Patient consumes 0 caffeinated beverages per day. Previously administered products included for an unreported indication: oral contraceptive from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included asthma, endometriosis (laparoscopy was performed on (B)(6) 2010) since 2010, smoker (started at age 15/ smokes less than 1 pack/day per day before pregnancy: 20. Per day during pregnancy: 10), alcoholic (2 or less per day 2 times per day before pregnancy predominantly drinks wine), body mass index normal, kidney infection since 2014, chronic cough, dyspnea, constipation chronic, joint pain, muscle cramps, muscular weakness, crying and dysmenorrhea. Family history included leukemia (paternal relative¿s paternal grandfather, diagnosed at age 65, caused death at age 67.). Concomitant products included ethinylestradiol;levonorgestrel (alesse). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), arthralgia ("pain in hips"), the first episode of bone pain ("shins and bones"), alopecia ("hair loss"), headache ("headaches"), depression ("depression"), abdominal pain lower ("sever and persistent lower abdominal pain"), the second episode of bone pain ("leg pain( severe and persistent bone pain)") and kidney infection ("kidney infection"). In 2013, the patient experienced anxiety ("anxiety"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) with burning sensation, back pain ("back pain (severe and persistent)"), abdominal pain ("abdominal pain (severe and persistent burning sensation)") and abdominal discomfort ("abdominal pain (severe and persistent burning sensation)"). On(B)(6) 2014, the patient experienced allergy to metals ("nickel allergy symptoms/ hypersensitivity reaction to nickel") with rash. In 2016, the patient experienced hypothyroidism ("hypothyroidism") with malaise and weight increased. The patient was treated with clonazepam (clonapin), oral contraceptive nos, thyroid (armour thyroid) and surgery (to remove fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, arthralgia, back pain, alopecia, hypothyroidism, headache, depression, anxiety, abdominal pain, the last episode of bone pain and abdominal discomfort had not resolved, the rectal haemorrhage had resolved and the abdominal pain lower and kidney infection outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, genital haemorrhage, headache, hypothyroidism, kidney infection, pelvic pain, rectal haemorrhage, the first episode of bone pain and the second episode of bone pain to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 3 on right cornua at the time of insertion. Patient tolerated placement without difficulty. The doctor told her the procedure would take about 20 minutes normally, but he had difficulty placing the implants and it took about an hour. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Allergy test - in 2014: results: implant was likely causing her symptoms. Most recent follow-up information incorporated above includes: on 29-apr-2019: outcome of events were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain(severe and persistent burning sensation)"), genital haemorrhage ("extremely heavy clotting/blood clot made worse by essure") and rectal haemorrhage ("rectal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2006.), pre-eclampsia, genital bleeding, menarche (at age 9) and dysmenorrhea. Patient consumes 0 caffeinated beverages per day. Previously administered products included for an unreported indication: oral contraceptive from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included asthma, endometriosis (laparoscopy was performed on (B)(6) 2010) since 2010, smoker (started at age 15/ smokes less than 1 pack/day per day before pregnancy: 20. Per day during pregnancy: 10), alcoholic (2 or less per day 2 times per day before pregnancy predominantly drinks wine) and body mass index normal. Family history included leukemia (paternal relative¿s paternal grandfather, diagnosed at (B)(6), caused death at (B)(6)). Concomitant products included eugynon (alesse). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced anxiety ("anxiety"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) with burning sensation, back pain ("back pain (severe and persistent)"), abdominal pain ("abdominal pain (severe and persistent burning sensation)") and abdominal discomfort ("abdominal pain (severe and persistent burning sensation)"). On (B)(6) 2014, 10 months 20 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy symptoms/ hypersensitivity reaction to nickel") with rash. In 2016, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), arthralgia ("pain in hips"), bone pain ("shins and bones"), alopecia ("hair loss"), headache ("headaches"), depression ("depression"), abdominal pain lower ("sever and persistent lower abdominal pain"), pain in extremity ("leg pain( severe and persistent bone pain)"), kidney infection ("kidney infection"), investigation noncompliance ("she did not undergo an essure confirmation test.") And treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with thyroid (armour thyroid), clonazepam (clonapin), oral contraceptive nos and surgery (to remove fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety, abdominal pain, pain in extremity and abdominal discomfort had not resolved, the genital haemorrhage, allergy to metals, arthralgia, bone pain, back pain, alopecia, hypothyroidism, headache, depression, abdominal pain lower, kidney infection, investigation noncompliance and treatment noncompliance outcome was unknown and the rectal haemorrhage had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bone pain, depression, genital haemorrhage, headache, hypothyroidism, investigation noncompliance, kidney infection, pain in extremity, pelvic pain, rectal haemorrhage and treatment noncompliance to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 3 on right cornua at the time of insertion. Patient tolerated placement without difficulty. The doctor told her the procedure would take about 20 minutes normally, but he had difficulty placing the implants and it took about an hour. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Allergy test - in 2014: implant was likely causing her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.